Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 100 mm. The patient has a history of chronic obstructive pulmonary disease and tobacco use. It was reported that the right leg of the aneurysm could not be accessed with a guidewire because of severe stenosis of the right common iliac artery; therefore, an aorto-uni-iliac stent graft system was made and a femoral-femoral bypass was performed. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine.